Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion failed calibration. The root cause of the reported issue was found to be an inoperable downstream occlusion sensor. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 42224 and failed downstream occlusion calibration. No adverse effects were reported.